Event description:
It was reported that prior to use with 3 bd plate mueller hinton agar 5% sb mold was discovered in media.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/18/2021. H.6. Investigation: the complaint was confirmed as the reported defect was observed on the returned sample. The issue was contamination. The DHR was reviewed and no issues were found. Retention samples were reviewed and no issues were found. No trend was found for this complaint on the reported catalog and lot#'s. The root cause could not be determined as a result. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 3 bd plate mueller hinton agar 5% sb mold was discovered in media.